Event description:
It was reported that while receiving two instruments in the sealed blisters, the protective caps had fallen off. Devices were not used in a procedure.

Manufacturer narrative:
Date sent: 10/14/2008. Information anticipated, but unavailable at this time.